Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited [report]. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the foreign objects was traced to failure to follow instructions. A labeling review was conducted, and instruction for use IFU was not followed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information. Corrected fields: b5, g2. Additional information: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder and air/water tube. There was no patient involvement.